Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that patient experiencing more pain on right side. Device was interrogated and lead 8-15 showed high impedances. Reprogrammed device using lead 0-7 to cover right sided pain. The issue was not resolved. Physician was updated and was deciding whether or not to do lead revision.